Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis procedure, the device was fired however, the tissue was only stapled but was not resected by 4 cm from the proximal end. Although the rest of the tissue was stapled and resected by 4cm to the distal end. The uncut tissue was resected using a surgical knife to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.